Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor was not working. Customer waited two hours for sensor to work and it did not. Customer removed sensor and found tha cannula was missing. Customer's blood glucose was 190 mg/dl. Customer was advised that sensor would be replaced.